Event description:
Pt on IV penicillin 3mu q4h via gemstar pump per groshong peripherally inserted central catheter line reported pump alarming "distal occlusion". Resolved per instructions in pump manual. 75 mins later pt reported pump tubing "blew". Nursing arrived to flush peripherally inserted central catheter line approx 1.5hr later and the peripherally inserted central catheter line developed a hole when she tried to flush it. Peripheral line started until another nurse could come to repair the peripherally inserted central catheter line. Examination of the tubing revealed a cracked housing on the filter.